Event description:
It was reported that the patient was tachypneic and unresponsive. The patient was admitted to the hospital. The medication being delivered via the device system was morphine sulfate. Additional information has been requested, a follow-up report will be sent if additional information becomes available.